Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/06/2020. A manufacturing record evaluation was performed for the finished device lot mpz505, and no non-conformances were identified. H3 investigation summary: it was received for analysis an empty opened foil and a labeled winding former with a needle-suture partially dispensed. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a procedure for the radical treatment of thyroid cancer on (B)(6) 2019 and suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.